Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A product investigation was completed: the returned devices were received intact and undamaged. The threads of the devices are undamaged, and the laser marking is legible. The drill guides are only designed to be used with the 2.0mm plates in the lcp modular mini fragment set, and there are two additional threaded drill guides for the 2.4mm and 2.7mm plates. Per the complaint description, a 2.4mm drill guide was used with no issues, therefore it is likely that the returned drill guides were trying to be used with a 2.4mm plate. This complaint condition is the result of an incorrect instrument selection rather than the design of the devices. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in technique guide for the modular mini fragment set. Three different drill guides are included in the set. Each is designed to be used with the corresponding 2.0mm, 2.4mm, or 2.7mm plate. The returned drill guides are only designed to be used with the 2.0mm plates in the lcp modular mini fragment set. Per the complaint description, a 2.4mm drill guide was finally used with no issues; therefore it is likely that the returned drill guides were trying to be used with a 2.4mm plate. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procedure was a hand procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 23. Dec. 2008, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two threaded drill guides would not thread into plates in a modular mini fragment set during a procedure. During the procedure, the 2.0mm threaded drill guides were noticed as not able to be threaded into the plates. The 2.4mm guides were used instead without incident. This report is 1 of 2 for (B)(4).